Manufacturer narrative:
Corrected h.6 component code and investigation conclusions. Added h.6 type of investigation and investigation findings codes. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints relating to these complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided showing calcification and tortuosity in the patient's right access vessel. Calcification present near aortic bifurcation. Post-procedure, the valve appears to be crimped on the balloon with the iliac intima stuck to the valve. The crimp balloon appeared torn due to surgical cutdown. The IFU, device preparation manuals, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. For longer, peel away loader, retract and peel away (if needed). Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. No IFU/training deficiencies. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The valve movement on balloon was unable to be confirmed and the complaint for withdrawal difficulty was confirmed by the provided imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'while trying to advance the valve was continuing to migrate from the original crimped location.' It is possible the delivery system was excessively manipulated to counter the resistance with the delivery system advancing through the sheath, contributing to the valve movement on the balloon. As reported, 'the valve could not re-enter sheath. The decision was made to pull the valve, delivery system, and sheath out as one. The valve got stuck in the common iliac.' As the valve was reported to be stuck in the common iliac, it is possible the sheath was not positioned properly, contributing to withdrawal difficulty. Per the training manual, the sheath tip should be positioned past the aortic bifurcation and during thv retrieval, the thv should be completely inside the sheath before withdrawing delivery system and sheath as a single unit. Additionally, as reported, 'the real issue was the valve getting stuck on calcium.' The calcification present in the patient's access vessel, as evidenced by the 3mensio report provided, can interact with the valve, contributing to the reported difficulty in withdrawing the delivery system. A definite root cause is unable to be determined. However, available information suggests patient (calcification/tortuosity) and procedural factors (excessive manipulation/sheath not positioned properly) contributed to the reported event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04308.investigation is ongoing.

Event description:
As reported, during a tf tavr case bilateral access was obtained and the team perclosed the right side with no issues. The sheath was introduced and met with resistance on a stent just distal to the iliac/aortic bifurcation. The team shockwaved with a 7.0 balloon and was then able to fully advance the esheath. The crimped valve and delivery system met with resistance on the same stent at the same place. While trying to advance the valve was continuing to migrate from the original crimped location. Once they determined they could not make it into the aorta, the team tried to pull the valve back in to the sheath. The sheath was noticeably split (both the liner and the blue hdpe material) and the valve could not re-enter sheath. The decision was made to pull the valve, delivery system, and sheath out as one. The valve got stuck in the common iliac. The patient's pressure started to drop, they went into vtach, and was shocked several times. CPR was administered. A balloon was introduced through a 14f esheath on the contralateral side. A perf was discovered on the right common iliac. Vascular surgeon arrived and valve was pulled from iliac. The valve had the entire lilac encapsulated on it. A 10x25 stent was placed in the aortic / iliac bifurcation along with coils in the common iliac. Hemostasis was achieved and a fem/fem bypass was performed successfully. The patient was last noted to be in stable condition.